Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reports that the patient has a lot of drainage near their ins site and the ins is scheduled to be explanted on (B)(6) 2016 (tomorrow). Indication for use is spinal pain. Additional information was received from the rep reporting that the dr. (B)(6) had explanted the system due to drainage /infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.